Event description:
Device 2 of 4 (see MFR report #s 1627487-2010-03159, 1627487-2010-03161 and 1627487-2010-03162 respectively for devices 1, 3, and 4.) The pt rec'd an scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two anchors. On (B)(6) 2010, it was reported that the pt developed an infection at both the ipg and anchor sites. The wounds were cleaned and intravenous antibiotics were prescribed for treatment. The pt's scs system was subsequently removed on (B)(6) 2010. A culture was taken; however, the results were not disclosed. At the time of the report, the pt was said to have fever. F/u found that the pt is recovering well with no add'l issues reported. There are plans to reimplant the pt with a replacement system at a later date. The explanted devices will be returned to the MFR.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.